Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate gauge suddenly dropped after the load process and was noted to be inaccurate. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge onto the pump.